Event description:
A peritoneal dialysis (pd) patient's contact contacted (B)(6) customer service to report an issue against the face mask w/ear loop 50/bx #2117. The contact stated that the yellow face masks itch the patient's face and gives her a rash. The patient involvement was unknown, however there was no harm or adverse event reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".